Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed between 35cm and 37cm distal to the is4 connector pin a squeezed and deformed insulation. In this region the wires of the conductor coil leading to the lead tip and is4 connector pin were found fractured, which is assumed to be the root cause of the observed clinical observations. It is reasonable to assume that this damage probably resulted from a tight suture sleeve combined with severe mechanical stress in the implanted state. However, diagnostic images clarifying this assumption were not available. Further damages such as several cuts into the insulation, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 41 months after the implantation, oversensing (ventricle channel) and high lead pacing impedance over 3000 ohm were detected. The lead was extracted.